Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus and read/write errors with drawer 2.2 on the main station. The field service engineer powered down the station, and all connections were reset. The controller board was replaced to resolve the issues. The customer successfully tested the drawer by inventorying a pocket, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that when the user tried to dispense the medications to the patient, the malfunction caused a delay. User managed to retrieve the medication from another device or pharmacy. However, there were no adverse events or injuries reported due to this event.